Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination and open oscillator. The cause of the open oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the charger malfunction. Device evaluation of the battery pack (B)(6) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a patient's battery charger was not charging the batteries. A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of the battery pack 86363060 has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.